Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Device had cracked lcd window, cracked case at display window corners, scratched reservoir tube window, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got wet and not working. The customer¿s blood glucose value was 200 mg/dl at the time of incident. Customer stated that the insulin pump had blank display. Customer also stated that the insulin pump had crack underneath the act the button near the reservoir and towards the bottom facing the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.